Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. The blood glucose level at the time of the incident was unknown. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place. Customer was advised to prime air bubbles out or change the infusion set. The product will not be returned for analysis.